Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent of the device was detached from the delivery system and was received on a 0.013in guidewire within the distal end of a guide catheter. A visual and microscopic examination of the stent found that the stent was severely stretched and distorted across its length. This type of damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. It was specified in the event description that the stent was caught on a guidezilla extension catheter and came off the delivery system. A review of the stent crimp setting highlighted no abnormalities prior to shipment. As per the dfu, the device is recommended for use with a guide catheter with a minimum inner diameter of =0.056 inches (1.42 mm). The device was verified with to meet this requirement however the material at the distal tip of the guide catheter was found to be inverted which may have potentially contributed to the complaint incident. It was specified that the stent was dislodged from the delivery system following an interaction with the guide catheter. It was also noted that the guide catheter was kinked and stretched at several positions along its length. There were no issues noted with the profile of the balloon. The balloon wings were clearly visible and evenly folded indicating the balloon was not subjected to positive pressure. A visual and tactile examination found no issue with the profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The stent dislodged from the delivery system following an interaction with the guide catheter. The material at the tip of the guide catheter was found to be inverted. This damage may have contributed to the stent dislodgement. The complainant stated in the complaint notification form that the target lesion was at a ¿tricky angle¿ and this may have also contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported stent dislodgement occurred. The target lesion was located in the obtuse marginal venous graft (omvg). A 28 x 4.00 mm promus premier¿ drug-eluting stent was selected and advanced. During advancement, it got caught on a 145, 5-in-6 guidezilla¿ extension catheter and dislodged from the stent delivery system. The stent was retrieved safely and there was no harm to the patient. The procedure was not completed due to this event.

Event description:
It was reported stent dislodgement occurred. The target lesion was located in the obtuse marginal venous graft (omvg). A 28 x 4.00 mm promus premier¿ drug-eluting stent was selected and advanced. During advancement, it got caught on a 145, 5-in-6 guidezilla¿ extension catheter and dislodged from the stent delivery system. The stent was retrieved safely and there was no harm to the patient. The procedure was not completed due to this event.

Manufacturer narrative:
(B)(4). Device is combination product (B)(4).